Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as the follow-up for device return is ongoing. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per article "long-term outcomes of mosaic versus perimount mitral replacements: 17-year follow-up of 940 implants." Https://doi.org/10/1016/j.athorascur.2019.10.075., edwards received information 28 patients underwent re-do mitral valve replacements due to structural valve deterioration. Overall average time to reoperation of svd was 6.8 plus or minus 2.3 years. All patients reoperated on for svd had pathology intrinsic to the prosthetic valve. 27 of the 28 valves failed by diffuse calcification of the leaflets with resultant immobility causing stenosis. 14 of the 27 valves were edwards mitral valves.

Manufacturer narrative:
Reference CAPA-20-00141.